Event description:
Revision surgery - glenoid head came off.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2023-00803; 508-44-101, s817 - dissociation, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.